Manufacturer narrative:
(B)(4)

Event description:
It was reported device embolization occurred. On (B)(6) 2018 a left atrial appendage (laa) closure procedure was performed and a 24mm watchman ® laa closure device was deployed in the laa. There were discussions regarding concerns of the device release criteria. The position and compression were questioned due to being marginal. The device was ultimately released. The patient returned for their 45 day follow up on (B)(6) 2018 where it was found that the closure device had embolized and was located in the descending aorta. The patient was asymptomatic. The patient was admitted and the device was removed on (B)(6) 2018 via an 18fr sheath in the right femoral artery and an ensnare. There were no patient complications reported and the patient was fine.

Manufacturer narrative:
If explanted, give date: corrected from unknown to (B)(6) 2018. Device evaluated by MFR: returned product consisted of a watchman implant only. The implant was bloody. The implant was microscopically and visually inspected. Inspection revealed damage (compressed in middle) to the frame, anchor damage, and fabric damage (tear). The damage to the implant is consistent with a recovery snare. Due to the damage to the implant, the size could not be measured. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The implant embolization could not be confirmed because the clinical circumstances could not be replicated. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported device embolization occurred. On (B)(6) 2018 a left atrial appendage (laa) closure procedure was performed and a 24mm watchman ® laa closure device was deployed in the laa. There were discussions regarding concerns of the device release criteria. The position and compression were questioned due to being marginal. The device was ultimately released. The patient returned for their 45 day follow up on (B)(6) 2018 where it was found that the closure device had embolized and was located in the descending aorta. The patient was asymptomatic. The patient was admitted and the device was removed on (B)(6) 2018 via an 18fr sheath in the right femoral artery and an ensnare. There were no patient complications reported and the patient was fine.